Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that interrogation of this device was unsuccessful despite extensive troubleshooting. Additionally, magnet application did not elicit tones or result in a successful reset. It was confirmed that device tones could not be elicited as the patient had undergone a magnetic resonance imaging. It was noted that remaining battery life was sixty percent a few months ago. The device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that interrogation of this device was unsuccessful despite extensive troubleshooting. Additionally, magnet application did not elicit tones or result in a successful reset. It was confirmed that device tones could not be elicited as the patient had undergone a magnetic resonance imaging. It was noted that remaining battery life was sixty percent a few months ago. The device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Visual inspection of the returned product identified the device was returned with a magnet taped to it. Attempts to establish telemetry were unsuccessful and no tones were audible. The device case was opened to assess the internal battery components. The battery fuse was open due to medical resonance imaging (MRI) mode had not been enabled during a procedure. The observed damage is not deemed to indicate a product defect or malfunction and was confirmed to have been induced in the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.